Manufacturer narrative:
Continuation of concomitant products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the charger wasn't hot; the battery in their back got warm. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger .product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins got hot and the patient was told to order a new recharger. The patient reported that for the past month the ins had been getting hot. They didn't state that the recharger antenna or recharger got hot, only the ins. It was then reported that the recharger and recharger antenna were requested as they got hot when charging. No further complications were reported or anticipated.